Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a very dilated (98mm perimeter) left ventricular outflow tract, deployment was attempted at a shallow implant depth with rapid pacing of 200 beats per minute, but the valve dislodged ventricular. A snare was used to attempt to position the valve at an implant depth of 3 mm, but the valve dislodged into the ascending aorta. The valve was abandoned in the aortic root near the great vessels. A second valve was inserted into the patient. At 80% deployment and pacing of 180 beats per minute, the valve dislodged five separate times and was noted to be too unstable. The decision was made to withdraw the valve from the patient and abort the procedure. The patient was taken to the operating room for open-heart surgery. During the open-heart surgery, the abandoned valve was explanted from the aortic root and a surgical aortic valve was implanted. No additional adverse patient effects were reported.